Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the device would not vibrate during a vibratory alarm test. Device remains implanted. Patient was in good condition and will be followed-up closely.